Manufacturer narrative:
The returned ventilator has been received by the manufacture service center for further failure analysis. As additional info is obtained, a supplemental report will be issued. (B)(4).

Event description:
A report received from the USA stated an ht70 ventilator experienced a frozen touchscreen. The user facility was unable to calibrate the liquid crystal display (lcd) at the time of the event. There was no pt involvement reported.